Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 100 mcg/ml) via an implantable infusion pump. It was reported that the patient was seen in the clinic for a routine visit and the pump logs showed three different motor stalls. There were no environmental, external or patient factors which may have led or contributed to the issue. The pump was set to minimum rate and replaced. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
Destructive analysis identified residue and wearing in the gear. If information is provided in the future, a supplemental report will be issued.